Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the 1st-rpl. Approximately 9 days post index procedure, patient suffered from chest pain - unspecified. Cec adjudicated the event as myocardial infarction (vessel unknown). Patient recovered.